Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the lvis stent was successfully deployed; however, the patient did not wake from the anesthesia. A CT scan was performed, which demonstrated thrombus inside the stent. Urokinase was administered through a microcatheter as treatment. The patient's condition is currently being monitored.